Manufacturer narrative:
The device has not been returned for evaluation. Therefore, we are unable to determine the root cause. The lot/device history review and/or trend analysis was considered acceptable with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in (B)(6) reported that during a vitro retinal procedure there was a sequence of events during the use of a directional illuminated laser; two ports were inadvertently dislodged and removed during the withdrawal of the laser probe. This created an unwanted air passage into the eye which then led to bubbling inside the eye and lack of view for the surgeon. The conjunctiva become swollen. The surgeon then had to release air by dissecting the conjunctiva. The laser was then returned to the eye which subsequently failed to produce enough power and a puff of smoke was noticed. This laser was in use for over 10 minutes off and on and laser shots were approximately 1500. The laser completely failed at this time and the case needed another probe to complete the laser batch used with no issue, but was in the eye for several minutes. Following the laser the surgeon needed to suture two ports and the conjunctiva. The time delay for the surgery was approximately 40 minutes. Patient outcome to follow.

Manufacturer narrative:
One 25 gauge directional illuminated laser probe was received in a ziploc bag without a tray, inner liner, or clamshell for evaluation. No smoke was observed during the operation of the laser, and it met the release criteria for laser output. However, the complaint of laser causing smoke was indirectly confirmed. Although the returned laser probe did not smoke when tested, there was visual evidence of a fiber melt/burnt substance (physical damage) on the tip which caused low light and might have generated smoke. However, the dislodge of port was not duplicated since gauge size of the laser probe met specifications. The device history record review for lot m0035640 consists of (B)(4) pieces 100% inspected prior to being released. This inspection includes a 100% verification of electrical test, light throughput, light image, illumination throughput, illumination image, fiber polish condition on both ends, and needle quality. The device history review revealed that there was no indication of any negative quality trends or non-conformances. The root cause has been determined to be caused by another device. Quality engineering will continue to monitor field reports and initiate action if appropriate. This investigation is complete.